Manufacturer narrative:
Based on the claim against the product by the customer noting an error 48200, an investigation was completed to determine the cause of this reported event. The personality module audio video (pmav) board was analyzed and found to errors 48200. The printed circuit assembly (pca) technician was able to replicate the reported problem by installing this unit into system and testing. It failed error 48200 at start up, no video output lead (vol) 2 shown on leaf ID. The vol 2 will be replaced. The visual inspection shows the unit in good condition. The complaint regarding error 48200 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 48200, an investigation is in progress. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the personality module audio/video (pmav) board. The system was tested and ready for use. Isi has not received the pmav board for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted myomectomy surgical procedure. The customer was experiencing repeated 48200 recoverable errors. The he personality module audio / video (pmav) board was replaced after the completion of the procedure to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the operation room (or) technician contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported repeated recoverable fault 48200 on every bootup after procedure. The customer was able to recover the error. The tse checked the logs and confirmed error related to personality module audio/video (pmav) board, the isi field service engineer (fse) would visit for part replacement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the error was recovered during the procedure. The technician pressed the recoverable fault and the error was resolved during the procedure.